Event description:
It was reported that allegedly this pt underwent a pta procedure and stent placement due to a heavily calcified stenosis in the superficial femoral artery. The pta balloon dilatation catheter was advanced to the intended treatment site through a 6f x 10 cm introducer sheath. A 6 x 60 mm stent was placed in the superficial femoral artery, followed by proximal elongation of the stented passage by the add'l placement of a 6 x 40 mm stent with an overlap of approx 1.5 cm. While attempting to post dilate the overlap with the pta balloon, the fibers of the balloon apparently got caught on the mesh of the positioned stents, so that the balloon would neither move forward not backwards. The physician removed the balloon by forcefully pulling back on the catheter shaft, tearing the fibers free from the stent. Upon removal of the balloon, it was discovered that fibers had separated from the surface of the balloon, however, no fibers were observed remaining in the pt. The implanted stents were not damaged during the balloon removal. There was no difficulty retracting the pta balloon catheter through the introducer sheath. The stented passage was then post dilated with a nylon balloon. No pt injury.

Manufacturer narrative:
The device history reports could not be reviewed, as the lot number was not known. The complaint sample has been returned and the investigation is currently underway.